Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}: proposed code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right tha with slightly valgus positioning of the femoral stem. Interval subsidence of the femoral component. Patient fell outside after tripping. No treatment/intervention required outside of normal comorbidity therapy a definitive root cause cannot be determined. However, the clinical notes mention the surgeon "broached to a 7 with a size 6 implanted" which could cause potential issues with subsidence. Implant size and placement is the surgeon's discretion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patients¿ x-rays showed slight valgus positioning with subsidence of the femoral stem approximately 1 month later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.